Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the insulin pump trace download. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s mother reported via phone call that insulin pump alarmed for replace battery alert with no warning and customer experienced high blood glucose of 25mmol/l which was treated with insulin pump. Customer¿s current blood glucose was 5.5mmol/l. Customer's mother also reported that they had crack on battery compartment. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.